Event description:
It was reported by the patient's son that the patient's device exhibited pacing inhibition while in an ambulance. The son suspected that the pacing inhibition occurred due to electromagnetic interference (emi) from a solar charger battery in the patient's neighbor's house. Technical services (ts) explained they did not think this was the case. Ts suggested that the patient to go to their physician for a system check. The device remains in use. No adverse patient effects were reported. Additional information from the field representative indicates that the head of the patient association was unable to get a response from the caregiver for additional information regarding the device model and serial number, resolution, and event resolution.